Event description:
It was reported that the asymptomatic patient presented for follow-up with post-paced t-wave oversensing. The oversensing was noted on a stored egm. Device reprogramming was recommended. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.